Manufacturer narrative:
The device was returned. An event regarding loosening and a metal reaction (altr) involving a centpillar stem was reported. The events were not confirmed. Corrosion of the stem was confirmed. Method and results: -device evaluation and results: a material analysis indicated "optical analysis was performed with the aid of a stereomicroscope at magnifications up to 50x. Explantation related damages were observed on the proximal posterior surfaces. Adhered debris, discoloration, and explantation damages were observed on the trunnion surfaces and just below the distal edge of the trunnion." The material analysis concluded: "portions of the femoral stem trunnion were discolored and covered in dark adhered debris. The debris composition was consistent with a corrosion product. No material or manufacturing defects were observed on the devices examined." -medical records received and evaluation: no medical records were received for clinical evaluation. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
Surgeon implanted the adept and centpiller tmzf for hip osteoarthritis. The patient filed complaint for hip and had it investigated through diagnostic imaging. As a result of a diagnostic imaging, they discovered loosening of the implant and there was a metal allergic reaction observed in the surrounding tissues.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon implanted the adept and centpiller tmzf for hip osteoarthritis. The patient filed complaint for hip and had it investigated through diagnostic imaging. As a result of a diagnostic imaging, they discovered loosening of the implant and there was a metal allergic reaction observed in the surrounding tissues.